Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the patient stroke. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were implanted on (B)(6) 2018 reducing mr grade to 2. On (B)(6) 2018 the patient had small visual deficits and a small, acute area of infarct was found on the magnetic resonance imaging. The patient is at home and the eye sight is improving. In opinion of the physician the mitraclip did not cause/contribute to the stroke.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported cerebrovascular accident (stroke), and the relationship to the product, if any, cannot be determined. The reported patient effect of stroke is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.